Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad traces. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip and minor scratches on display window.

Event description:
It was reported by customer's mother that the customer received a button error alarm. She stated the customer had a back-up plan per doctor's instructions. The blood glucose reading was 190mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.